Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. The complaint of "display is not coming", was addressed by replacing the device's system board and display board. Additionally, there is no allegation or complaint however, it is documented that the device's oxygen blending module was replaced.